Event description:
It was reported that this programmer had an error code display. Boston scientific technical services (ts) noticed signal artifact monitoring (sam) event recorded by the device. Ts also indicate that this programmer needs to upgrade. Additionally, the field representative called back asked about updates. Ts discussed about manual install process. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.